Event description:
The hospital reported that during the coronary artery bypass procedure, two aortic cutters did not cut. The procedure was completed with a side biter clamp. No other patient complications were reported by the hospital. This report is for the second cutter that did not cut and a side biter clamp was used to complete the procedure.